Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed the displacement test and self test. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. No unexpected the critical block and inverse critical block did not add to zero alarms noted during testing however, the critical block and inverse critical block did not add to zero (line number 213 file number 30) and pump error 4 alarm are found in the formatted history file due to a software error.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump passed self test. The insulin pump will be returned for analysis.